Manufacturer narrative:
H6: ventec received a copy of FDA form 3500 from the FDA, which had been submitted to the FDA by the user facility. The device's serial number was redacted from the form. As a result, section d4 (model #, catalog #, serial #, lot #, and UDI number) are all "unknown", and section h4 (device manufacturing date) shall be left blank. Ventec has made multiple attempts to contact the initial reporter in order to obtain the device serial number, as well as obtain additional information about the patient and the event. No response from the initial reporter has been received. In the event that additional information is provided, ventec will submit a follow-up report as defined by 21 cfr 803.56. To the best of ventec's knowledge, the device involved in this event has not been returned to ventec for an evaluation. The cause of the reported issue could not be determined.

Event description:
Ventec received a copy of a medwatch report, FDA form 3500, that the device's alarm did not work as expected. The initial reporter stated the following: "ventilator disconnect alarm did not alarm when vent circuit was disconnected." There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to contact the initial reporter for additional information about the patient and the event, but no response has been received.